Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the iliac vein thrombosis. An angiojet zelante catheter was selected for use. During the procedure, withdrawal of the guidewire produced resistance within the catheter. The guidewire became stuck and could not be pulled out. Both the guidewire and catheter were removed together as a single unit, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.